Event description:
Caller reported blood glucose results of 60 mg/dl on the customer's compact plus system, 129 mg/dl on customer's aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for compact plus system, medwatch (B)(6) is for aviva system.